Manufacturer narrative:
The device history record for lot aa9007v01 was reviewed and the product was produced according to product specifications. The actual complaint product was returned for evaluation. One used sample was returned with the original packaging. No visible defect was noticed until the decontamination process. While the tube was decontaminating, the balloon cuff exhibited leakage during infusion from the pilot balloon. The leaking area was identified located in the medial portion of the cuff material. There was a tear on the cuff. The root cause was not determined. All information reasonably known as of 17 jul 2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. A review of the device history record is in-progress. All information reasonably known as of 28 may 2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
It was reported that there was "ett [endotracheal tube] cuff failure...patient was rsi'd [rapid sequence intubation]; controlled intubation. Cuff checked prior to intubation, would hold pressure. After intubation, would not hold pressure. Re-intubated without incident."